Event description:
It was reported that when using the bd pyxis¿ medbank tower, he item did not appear for override when the customer typed the name into the search bar. The customer stated that this malfunction occurred while attempted to issue the item dressing change kit w chloraprep. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication had not appeared on station. A technical support specialist (tss) remoted in and identified that the item did not appear because the required "." At the beginning of the item name was not entered. Tss highlighted the correct format, and once the "." Was added, the item populated as expected. The customer was then able to issue the item successfully. The system functioned as intended after the technical support specialist guided the customer.